Manufacturer narrative:
The reported observation the set screw was not secured after implantation was confirmed. X-ray imaging and microscopic inspection showed both setscrews were upside down in the connector block. The setscrew for port 1-8 was not down far enough to secure the lead in place inside the header assembly. Not being secured inside the header can allow the lead to migrate creating changes in impedance. After the setscrews were properly oriented, the device passed mechanical testing as well as a lead fitment test. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. The device passed functional testing on ate. The ate tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The clinician¿s manual provides a cautionary statement when connecting a lead or extension to the ipg. The cause of the reported issue is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on multiple contacts. To address the issue, the physician performed a revision on (B)(6) 2019 when it was discovered one of the set screws was not tightened well. When he attempted to use the other port, further impedance issues occurred. The physician opted to explant and replace the ipg which resolved the issue.